Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the patient began experiencing symptoms on (B)(6) 2025. The symptoms included redness and warmth. The patient consulted hcp who confirmed the infection and prescribed unspecified antibiotics as treatment. The sensor was also removed immediately to alleviate infection. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at insertion site with the symptoms of redness and warmth. The sensor was inserted on (B)(6) 2024 and the symptoms began on (B)(6) 2025. The patient consulted hcp who confirmed infection and prescribed antibiotics.